Event description:
It was reported that during a hand assisted nephrectomy procedure, when the last clip was sealed on renal artery the device would not open. As the surgeon was trying to maneuver the handle to open, clip applier jaws transected vessel. The transection was outside of where the clip was ligating the vessel so there was no blood loss. The surgeon applied clips on the vessels to secure hemostasis. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.